Manufacturer narrative:
Upon receipt to the post market quality laboratory, interrogation revealed saved lead impedance measurements confirming high out of range lead impedance measurements. Detailed analysis revealed all device impedance measurements were within normal ranges. All setscrews moved freely and no device header issues were found. Analysis confirmed the device capable of delivering all therapy as programmed. Analysis concluded this device met specification and could not confirm the reported clinical allegation.

Manufacturer narrative:
Upon receipt to the (B)(4) laboratory, analysis will be performed in an attempt to determine the root cause of this event.

Event description:
- -

Event description:
Boston scientific received information that during the implant procedure, after the lead was connected to this device (model f102), high out of range impedance and shock impedance measurements were obtained. The electrogram cables, electrocautery devices and external defibrillator were disconnected. Re-interrogation revealed similar out of range measurements. The previous device (model 1860 (B)(4)) was reconnected to lead and measurements were within normal limits. A decision was made to replace this device. The device was removed, replaced and returned for analysis. No adverse patient effects were reported.